Event description:
Customer reported a malfunction alarm identified as "malf 16" on their insulin pump. There was no adverse impact to the customer's blood glucose level; it did not exceed 500 mg/dl. Technical support arranged for the customer's pump to be replaced and instructed the customer to use multiple daily injections (mdi) as backup therapy. The customer was guided on returning the faulty pump and acknowledged understanding the instructions to put the pump into storage mode before return and the steps upon receiving the replacement pump.